Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" on the continuous glucose monitor. Suspected cause was due to the correction factor and carbohydrate ratio settings requiring adjustments. A manual injection was administered to address bg. Recommendation was made to consult with a healthcare provider to discuss settings adjustments.